Manufacturer narrative:
Additional information: b3, h6, h10. Additional information received that event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. No evidence was revealed in the event log. A scratch on screen was visualized upon investigation. When testing was done and device powered on, this was isolated to dso ( downstream sensor.) Action was taken to replace sensor. Device prior to release revealed passing all DHR and quality review.

Event description:
Information received a smith medical cadd legacy cadd legacy 1 pumps - 6400 double beeped with cassette. No patient adverse events or involvement reported.